Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. A failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.